Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013 the patient was treated in the ER for elevated bgs of unknown value. The patient was reportedly treated with IV fluids and insulin via syringe, and was discharged. The reporter stated that the patient was not admitted to the hospital. The reporter noted that the healthcare provider does not feel the pump is delivering insulin accurately and recommended the patient come off the pump and go on a backup plan. The reporter stated that the patient usually calculates her own boluses and delivers boluses via the pump for carbohydrates. Customer technical support reviewed the pump with the reporter and found several days where the total daily dose shows 0.00 units for bolus amounts. The reporter stated that the patient has been bolusing. The pump history showed a total of 3 units for boluses on (B)(6) 2013. The reporter was unsure if the patient had bolused more than 3 units that day or not. This complaint is being reported due to the patient's alleged hyperglycemic event requiring medical intervention and due to the allegation that the pump is not delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data in the black box from the time of the reported incident due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.